Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a parastomal hernia. It was reported that after implant, the patient experienced recurrence. Post-operative patient treatment included recurrence repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-operative and post-operative diagnosis: incarcerated parastomal hernia. Procedure: diagnostic laparoscopy with extensive lysis of adhesions; transposition of ileostomy to the left upper quadrant with biologic mesh; closure of primary ileostomy site. Findings: large parastomal hernia in the right lower quadrant. Extensive anterior abdominal wall adhesions performed. Unable to clearly identify the anatomy due to adhesions within the hernia sac. Ileostomy was taken down and laparoscopically resited in a previously marked spot in the left upper quadrant. The patient's prophylactic biologic mesh was placed around the stoma without difficulty. His previous stoma site was closed primarily. Events: the patient had surgical revisions, paid, adhesions, bowl obstruction, erosion, infections, seroma, and recurrence.